Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units ((B)(4) individual sutures) were manufactured and distributed in the market, there are no units in stock. Received one closed sample. Tested the needle attachment strength of the sutures in the closed sample received and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. All of eight threads cannot be taken off from the needle. The user pointed out that the product was not useful for operations.